Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that vegetation was found on the patient's heart valve, and the implantable pulse generator (ipg) system was removed as a precaution. The source of the infection is unknown. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.